Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and complex regional pain syndrome type 1 and type 2. It was reported that the patient was not good about keeping their ins charged like they should and began having problems with the ins- they clarified this by saying that they couldn't get the ins to recharge because the ins had depleted and that the therapy didn't seem to be as effective as it should have been. They wanted to upgrade to a newer ins model. No further complications reported.